Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) was alarming. Troubleshooting was done over the phone.

Manufacturer narrative:
Section d1: brand name corrected. Section g4: PMA # corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a mobile power unit (mpu) alarming was unable to be confirmed. The heartmate mobile power unit (serial number (B)(6)) was not returned for analysis. Provided information stated that troubleshooting was done over the phone; however, the patient was planning to get an mpu replacement. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 IFU with heartmate touch section 7 entitled ¿alarms and troubleshooting¿ and abbott heartmate 3 left ventricular assist system (lvas) patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 IFU, section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 ¿ ¿caring for equipment¿, explain how to properly care for the equipment. The patient handbook and IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a mobile power unit (mpu) alarming was unable to be confirmed. The heartmate mobile power unit (serial number (B)(6)) was returned to the service depot in unremarkable condition. The mpu booted up as intended and was able to support a mock circulatory loop without issue. A functional checkout was performed and all applicable tests passed. The mpu was returned back to the customer site ready for use. No atypical alarms were reproduced throughout testing. Provided information stated that troubleshooting was done over the phone; however, the patient was planning to get an mpu replacement. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU with heartmate touch section 7 entitled ¿alarms and troubleshooting¿ and abbott heartmate 3 left ventricular assist system (lvas) patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 IFU, section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 ¿ ¿caring for equipment¿, explain how to properly care for the equipment. The patient handbook and IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.